Manufacturer narrative:
The device has not been returned for evaluation. The photos provided confirms a relationship between the device and the reported event. Visual inspection of the complaint photos observed lacquer transfer is good, which confirms that there was no issue with sealing. The product was opened after sealing. A manufacturing process review was carried out. The manufacturing process has camera detection to remove the unsealed products. If the operator needs to check the seal, they will completely peel off the sealed side of the pouch, which will not cause the same situation as the complaint sample. Probable causes may include compression bursts during transportation or handling. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review revealed a small number of similar events for this nature with no manufacturing problems observed. A review of prior escalation actions found no actions applicable to the scope of this case. A risk management review concluded that the alleged failure mode has been anticipated within the risk file, with no updates required. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal reference number case (B)(4).

Event description:
It was reported that, the sealing of an opsite incise 55x45cm ctn 10 was broken before use. It is unknown whether this problem was noticed in a therapeutic environment or not; therefore, patient involvement has not been confirmed.